Manufacturer narrative:
Sections with additional information as of 18-jun-2020. Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned for evaluation and pending qc investigation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 216, 153, 201, 226 and 181 mg/dl. The customer¿s expected fasting blood glucose test result range is 89-130 mg/dl. The customer felt well and did not report any symptoms. Medical attention was not reported as a result of the actual blood glucose results. The product was not stored according to specification and it was stored in the kitchen. Customer had another vial of test strips that had been stored and handled correctly, mx4209s, manufacturer¿s expiration date is 10/17/2021. During the call, a blood test was performed by the customer fasting and produced test result of 162 mg/dl. The meter memory was reviewed for previous test result history: result 1: 216 mg/dl, date: (B)(6) 2020, time: 10:03pm, fasting. Result 2: 153 mg/dl, date: (B)(6) 2020, time: 7:09pm, fasting. Result 3: 201 mg/dl, date: (B)(6) 2020, time: 7:00am, fasting. Result 4: 226 mg/dl, date: (B)(6) 2020, time: 4:00am, fasting. Result 5: 181 mg/dl, date: (B)(6) 2020, time: 12:55pm, unknown.